Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he customer received an occlusion alarm. Following the occlusion alarm the customer received a cartridge alarm 19. The customer's blood glucose level was high however no specific value was provided. The customer resumed insulin following troubleshooting to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to usb communications inoperable.